Manufacturer narrative:
Model number/catalog number: sc-2218-70; serial number: (B)(4). Batch/lot number: 18565714/18565714. Model/catalog description: linear st lead kit 70 cm. Model number/catalog number: sc-4316. Batch/lot number: 17585329; model/catalog description: clik anchor. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure.